Event description:
It was reported the patient could not set their ipg to MRI mode due to lead impedances (related manufacturer reference numbers: 1627487-2022-02004; 1627487-2022-02005. As a result, surgical intervention occurred wherein the scs system was explanted and replaced to address the issue. Therapy was restored postoperatively and no impedance issues, reportedly.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.